Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic') and pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included nsaids since (B)(6) 2006 and paracetamol (acetaminophen) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal"), menorrhagia ("abnormal bleeding ( menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abdominal pain ("abdominal pain") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (full))). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the ectopic pregnancy with contraceptive device, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain, menorrhagia, abdominal pain and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure conformation test- plaintiff did not undergo essure confirmation test. Plaintiff received treatment for menorrhagia (heavy menstrual bleeding) and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: events per pfs: abdominal pain, pregnancy: ectopic, device ineffective and vaginal infection were added. Essure implant and explant date were added. Outcome for events pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) and vaginal infection were resolved. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.